Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced excessive alarms of air in line and upstream occlusions. The customer stated that the pump was running at 540 ml per hour with carftilzomib medication, but no drug was going through the tubing. There was no known patient injury or medical intervention associated with this event. No additional information is available.